Manufacturer narrative:
Monitors sn (B)(4) and electrode belts sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates: monitor - (B)(4) - 08/31/2018, monitor - (B)(4) - 06/09/2016, belt - (B)(4) - 10/15/2013, belt - (B)(4) - 01/29/2016.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of two shocks. The patient was reportedly conscious and feeling heart palpitation at the time of the event. The patient's husband is reported to have witnessed the event. The first treatment pulse was delivered at 03:27:22. The patient's rhythm at the time of the first pulse was vt at 160 bpm and the patient's post shock rhythm was sinus bradycardia at 45 bpm with a 6.96 second pause with motion artifact. The patient sought medical attention after the first pulse by calling 911. The patient's equipment (monitor sn (B)(4) and belt sn (B)(4)) was replaced. After receiving the new equipment (monitor sn (B)(4) and belt sn (B)(4)), the patient experienced another treatment. The second treatment pulse was delivered at 18:48:03. The patient's rhythm at the time of the second pulse was vt at 200 bpm with motion artifact and the patient's post shock rhythm was vt/vf with motion artifact at 300 bpm. The energy delivered in the treatment was 145 joules. The low energy pulse was caused by high impedance. The cause of the high impedance is unknown. The device properly delivered conductive gel during the event. There is no indication that the high impedance was caused by a device malfunction. Following the treatments, clinical review of the patient's continuous ECG recordings shows that the patient was in vf with response button use and electrode lead falloff from approximately 18:48:13 until the electrode belt disconnection at 18:48:13. It is unknown who was pressing the response button at this time. The patient received medical attention at the hospital and is currently in the intensive care unit awaiting ICD placement surgery. Due to the response button use and electrode disconnection during a treatable rhythm, reporting this event out of abundance of caution.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of two shocks. The patient was reportedly conscious and feeling heart palpitation at the time of the event. The patient's husband is reported to have witnessed the event. The first treatment pulse was delivered at 03:27:22. The patient's rhythm at the time of the first pulse was vt at 160 bpm and the patient's post shock rhythm was sinus bradycardia at 45 bpm with a 6.96 second pause with motion artifact. The patient sought medical attention after the first pulse by calling 911. The patient's equipment (monitor sn (B)(6) and belt sn (B)(6)) was replaced. After receiving the new equipment (monitor sn (B)(6) and belt sn (B)(6)), the patient experienced another treatment. The second treatment pulse was delivered at 18:48:03. The patient's rhythm at the time of the second pulse was vt at 200 bpm with motion artifact and the patient's post shock rhythm was vt/vf with motion artifact at 300 bpm. The energy delivered in the treatment was 145 joules. The low energy pulse was caused by high impedance. The cause of the high impedance is unknown. The device properly delivered conductive gel during the event. There is no indication that the high impedance was caused by a device malfunction. Following the treatments, clinical review of the patient's continuous ECG recordings shows that the patient was in vf with response button use and electrode lead falloff from approximately 18:48:13 until the electrode belt disconnection at 18:48:13. It is unknown who was pressing the response button at this time. The patient received medical attention at the hospital and is currently in the intensive care unit awaiting ICD placement surgery. Due to the response button use and electrode disconnection during a treatable rhythm, reporting this event out of abundance of caution.

Manufacturer narrative:
Monitors sn (B)(6) and electrode belts sn (B)(6) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates monitor - 07168954 - 08/31/2018; monitor - 07155721 - 06/09/2016; belt - 59064048 - 10/15/2013; belt - 59151282 - 01/29/2016.